Event description:
Reporting status: malfunction. Reporting rationale: removal of the balloon inflated could cause serious injury. Device issue: failure to deflate. It was reported that the patient arrived in the cath lab with cardiogenic shock. The lad and left main were stented successfully. The lesion was then post dilated with the 3.0 x 30 mm voyager balloon, but the balloon would not deflate. Attempts were made to deflate the balloon with a 20 cc and 60 cc syringes, but the balloon remained inflated. Due to the patient's unstable condition the decision was made to pull the balloon catheter out while still inflated. Reportedly, the patient remained in the ICU. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible on the hub, hypotube, inflation lumen, balloon, and in the guide wire lumen, inflation lumen, and balloon. There was contrast visible in the inflation lumen and balloon. The balloon was separated at the proximal seal. The balloon was loosely folded. The distal taper of the balloon was stretched and folded back over the balloon. The tip was detached at the distal seal and not returned. The guide wire lumen was separated 5 mm distal to the distal marker. The guide wire lumen was stretched distal to the proximal end of the separated proximal seal for a length of 3.6 cm. There were several kinks in the hypotube 3 cm, 12 cm, 18 cm and 21.5 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. The balloon catheter was unable to be pressurized due to the balloon being separated at the proximal seal. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.